Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units skipping augmentation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the issue of skipping augmentation was the pause during use that assists with timing during normal operation. The fse then replaced the doppler 9v battery with a customer supplied one. The batteries were due for replacement but they were currently on backorder. The fse stated that biomed were going to replace them when they were received. The unit passed all calibration, functional and safety tests performed and was returned to the customer.